Event description:
When the physician linked the syringe to the hub of a 2.5 x 13 cypher select plus, the hub was cracked. The physician could not inflate the balloon of the stent. This occurred before starting the procedure on the pt.

Manufacturer narrative:
The product is not available for additional testing. Additional information will be submitted upon 30 days of receipt. This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent.